Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approximately two months ago. The aortic neck was 2.5 cm long. The right femoral artery was 13 mm in diameter and the left femoral artery was 12 mm in diameter. It was reported that approximately two weeks post implant, the patient presented with bilateral lower leg numbness. The investigator indicated that the event was related to the procedure but not relate to the stent grafts. The patient was treated with medication and the physician will continue to monitor the patient. The physician informed the patient that it is fairly common to have this incisional area of numbness after surgery. This usually will be self-limiting and resolve after the nerves to the skin have re-grown in this area. No additional clinical sequelae were reported.

Event description:
Additional information received for this case. It was reported that the patient recovered from the bilateral inner thigh numbness.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (numbness).